Event description:
It was reported, the video system center had two errors e105 and e107. It is unknown when the issue was found. No delay was reported. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus and the device evaluation found the reported error codes were due to failure of the light emitting diode unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the error code e105 and the code error e107 was displayed due faulty light emitting diode unit. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus patient was not under anesthesia.